Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the wiring was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error on the doghouse and locked up. A re-boot was required in order to restore functionality. There was no patient injury or death reported.